Event description:
It was reported by the customer's father that the buttons on the customer's insulin pump are unresponsive. It was also reported that the insulin pump freezes. Customer's blood glucose level at the time 123mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No freeze buttons or frozen screen noted. The back light functions properly. No black light anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.